Event description:
It was reported that patient had rcr of right shoulder on (B)(6) 2011. Presented with symptoms of infection, fever, chills on(B)(6) 2011. Started on oral antibiotic of keflex. Culture taken on (B)(6) 2011 of the lateral portal site which was draining. Results of culture was propionibacterium acnes. Irrigation and drainage (I&d) of the rt. Glenohumeral and subacromial space was performed on (B)(6) 11 as well as a second culture of the synovial base which indicated no growth. Insertion of antibiotic beads (genomycin and vancomycin) was also done at that time. On (B)(6) 2011 another I&d followed up 48 hours later with additional I&d. On (B)(6) another culture was taken with bacteria still present. On (B)(6) patient started on oral antibiotic of clindamycin. On (B)(6) 2011 dr. Removed all antibiotic beads with another I&d with a subtotal closer using antibiotic cement. Patient discharged home. On (B)(6) 2011, patient with no fever, pain, or chills; no active discharge. Patient is (B)(6) male with no known allergies, no history of diabetes. An 8 x .25 cannula was used during the case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in patient, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is one of two infection cases from the same facility. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.